Manufacturer narrative:
This issue is deemed a reportable event since the malfunction "co² sensor defect" can lead to a delay in the therapy as the ventilator cannot be used and a new ventilator needs to be prepared. The root cause cannot be fully determined as this problem occurred after the externally performed upgrade of the option board extension is no further data available. No further investigation or correction will be performed except those mentioned above.

Event description:
Co2 sensor defect.